Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed wires on the power supply of the pes. The unit powered on successfully in conjunction with golden right ang ext cable with a golden power supply connected directly to it.

Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply cord. The patient electronic system and accessories were replaced and there were no adverse effects to the patient.